Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made. There were no patient consequences reported.